Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this lead had been implanted for approximately one month and exhibited drastic measurement changes between two device checks. The changes that were seen were an increase in pacing threshold from 0.6v at 0.4ms to 7v at 1.0ms. The pacing impedance measurement had drop from 1092 ohms to 561 ohms. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this lead had been implanted for approximately one month and exhibited drastic measurement changes between two device checks. The changes that were seen were an increase in pacing threshold from 0.6v at 0.4ms to 7v at 1.0ms. The pacing impedance measurement had drop from 1092 ohms to 561 ohms. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.